Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic distal pancreatectomy, the surgeon was not able to press the green button, the surgeon was not able to squeeze the handle and the stapler did not fire. They replaced the same product to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.